Event description:
This customer reported a shock was not delivered. There was no report of pt involvement or pt impact.

Manufacturer narrative:
(B)(4): this customer reported a shock was not delivered. There was no report of pt involvement or pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.